Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The customer provided information for an additional patient sample that was involved in the event. The sample initially resulted as approximately 14000 pg/ml. The sample was repeated, resulting at approximately 1 pg/ml. The sample was repeated a second time, resulting as approximately 14000 pg/ml. It is unknown if any of these results were reported outside of the laboratory and it is not known if this patient was adversely affected. No adverse events were alleged. The customer was asked, but refused to provide any additional information regarding this patient sample. The issue with this sample occurred prior to the measuring cell replacement performed by the field service representative. The customer also noted that they ran proficiency material prior to the measuring cell change. One level of the proficiency material showed issues with ft4 and tnt. The vitamin b12 results for one other patient sample were also questioned, but not found to be erroneous.

Event description:
The customer reported that they received erroneous results for two patient samples tested for n-terminal pro b-type natriuretic peptide (probnp) and troponin t (tnt) stat (short turn around time). All results were reported outside of the laboratory. The customer noted that field support was out at the site during the previous week to correct a quality control trending issue with tnt stat. A tube from the first patient was tested for probnp and resulted as 18 pg/ml twice. A different sample tube of the first patient was tested for probnp and resulted as 1000 pg/ml. It was asked, but it is unknown if both tubes were drawn from the patient at the same time or at different times. The customer was asked, but did not know which result matched the clinical picture of the patient. A sample from the second patient, who is a (B)(6) year old non-pregnant white female, was tested for tnt stat and resulted as 0.48 ng/ml accompanied by a data flag. Six hours later, a second sample from the patient was tested for tnt stat and resulted as 0.02 ng/ml. Six hours later, a third sample from the patient was tested for tnt stat and resulted as 0.38 ng/ml accompanied by a data flag. The third sample was repeated and resulted as 0.02 ng/ml. The third sample was repeated a second time in an aliquot tube and resulted as 0.41 ng/ml accompanied by a data flag. The second sample was then repeated in an aliquot tube and resulted as 0.44 ng/ml accompanied by a data flag. The nurse indicated that the 0.44 ng/ml result is more consistent with the clinical picture of the patient and the higher results were believed to be correct. The customer corrected the results that were originally 0.02 ng/ml. The patients were not adversely affected. The probnp reagent lot number is 17804804 with an expiration date of 09/30/2015. The tnt stat reagent lot number is 17805001 with an expiration date of 06/30/2015. The field service representative determined that the measuring cell was damaged. He replaced the measuring cell. He ran performance testing, ran photomultiplier tube high voltage, and ran a blank cell calibration. The customer calibrated and ran quality controls.